Event description:
Boston scientific received info that this dextrus atrial lead was exhibiting noise with normal impedance and good threshold measurements. Some mode switching was also observed. The physician elected to replace the lead during a device upgrade procedure. The lead was surgically abandoned and replaced without further incident. No adverse pt effects were reported. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.